Event description:
It was reported via facility medwatch report mw5115812 that distal tip detachment occurred. A 182cm choice pt graphix guidewire was used during a left heart catheterization. However, while the wire was being removed, the tip of the wire sheared off. The device fragment was retained inside the vessel. Subsequently, coronary artery bypass graft surgery (CABG) was performed for three times. No patient complications were reported.